Event description:
Invalid result(s). When the customer performed the test correctly, the test cassette showed nothing next to the t-line and nothing next to the c-line. The customer has thrown away the box, and the test cassette in question. We cannot collect the lot number and expiration date off the kit.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.